Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Upon receipt of additional information, the product return and the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that the peeler was not working properly. There was no harm or adverse affect nor was there any delays in procedure due to there being no patient involvement. No adverse events were reported as a result of this malfunction.